Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had their device taken out after 15 years. They stated it did not help the last 5 years and was pressing on a nerve. No further patient complications were reported as a result of this event.